Event description:
It was reported by the rep that the (2) tlh60 were used during a gastric bypass procedure. It was reported that with the first instrument the staples did not form, the instrument was fired, and the staples just fell out everywhere. The second device would not fire. The tissue was closed upon and the instrument was dialed down and would not fire. The rotation knob just kept spinning. The instrument was taken apart. There was no consequence to the patient.